Event description:
Contact reports the head of the polyaxial screw broke when inserting a rod during a minimally invasive procedure. As a result, the procedure was changed from minimally invasive to an open procedure. A small opening was made larger to insert the rod and it appeared that the screw head was sitting on the threads of the shank. The difficulty resulted in a delay of 150 minutes.

Manufacturer narrative:
Depuy spine has requested return of the device for eval. A f/u medwatch report will be submitted upon receipt of the device and completion of the eval.